Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing resulting in high ventricular rate (hvr). The patient's rv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise oversensing was confirmed by analysis. As received a complete lead was returned in one piece for analysis. Final analysis found external insulation abrasions consistent with friction to the device can.